Event description:
It was reported that pump displayed malfunction alarm code 24, which could not be reset, and no notable events occurred before malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections as backup insulin therapy, and technical support arranged replacement pump shipment, confirmed warranty status and shipping details, provided instructions for storage mode and pump return within specified timeframe, and advised customer to enter pump settings and reconnect continuous glucose monitor on replacement pump.